Event description:
Medtronic received a report that a solitaire encountered resistance in the middle of the catheter during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU).the patient¿s vessel was not tortuous. The stent was in the microcatheter, and it could not be pushed out. There were no patient symptoms or complications associated with this event. Additional information received that the patient was undergoing a thrombectomy of the right middle cerebral artery. The cause of the resistance in catheter was thought to be because of the stent. The stent couldn't go through, after pulling it out, it was found that it was a little deformed, replaced it with a stent of the same model and it went through.

Manufacturer narrative:
Per the solitaire ab instructions for use (IFU): ¿solitaire ab 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire ab 6-30 stent as it had a labeled inner diameter (ID) of 0.021 inches. The root cause of the resistance failure was that the rebar 18 catheter was incompatible with the solitaire ab 6-30 stent device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.